Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The suspected power factor controller (pfc) board and motor battery charger were returned unused as it was determined the system was functioning properly.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was not charging the batteries. This issue was discovered outside of a procedure and there was no patient present when this issue was observed.